Event description:
It was reported by service report that the litter would not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - mounting standoff that holds the motion pan to the bed frame was broken inside frame and causing issues with the limit switch.